Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged tissue necrosis is related to the v.a.c.ulta¿ therapy system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system contraindications v.a.c.® therapy and v.a.c. Veraflo¿ therapy are contraindicated for patients with: necrotic tissue with eschar present. Note: after debridement of necrotic tissue and complete removal of eschar, v.a.c.® therapy may be used. Keep v.a.c.® therapy and v.a.c. Veraflo¿ therapy on: never leave a v.a.c.® dressing or v.a.c. Veraflo¿ therapy dressing in place without active v.a.c.® therapy or v.a.c. Veraflo¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing or v.a.c. Veraflo¿ therapy dressing from an unopened sterile package and restart therapy; or apply an alternative dressing at the direction of the treating clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2022, the following information was reported to kci by the hospital representative: the v.a.c.ulta¿ therapy system allegedly caused tissue necrosis due to inconsistent therapy. On 05-dec-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 15-dec-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.